Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had unsatisfactory analgesia after pump and oral medication reduction since (B)(6) 2019. It was indicated the event was possibly related to the device or therapy, possibly related to the implant procedure, and possibly related to the drug hydromorphone. It was noted the issue was unresolved at time of study exit/death/study closure. Additional information received from a healthcare provider via a clinical study reported the pump pocket split open and later became infected. After wound closed, the pump pocket incision became separated with erythema. Spinal incision closed with no adverse event. The clinical diagnosis was pump pocket dehisced with wound infection. It was noted wound care was done in office on (B)(6) 2019, but infection persisted. Additional information received from a healthcare provider via a clinical study reported the event was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone (500 mcg at 85.12315 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had acute withdrawal symptoms following pump implant with symptoms of nausea, cramping and rhinorrhea. The event date was (B)(6) 2019. It was indicated the symptoms were related to the device or therapy, unlikely related to the implant procedure, and possibly related to the drug hydromorphone due to decreased dose. The pump was reprogrammed on (B)(6) 2019. It was also reported after the wound closed, the pump pocket incision became separated with erythema. The event date was (B)(6) 2019. It was noted the pump was flipping. The spinal incision closed with no adverse event. Wound care was done in office, on (B)(6) 2019, but the infection persisted. On (B)(6) 2019, the entire system was explanted and not replaced. The device disposition was not applicable. It was indicated the event was unlikely related to the device or therapy and related to the implant procedure. The issue resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6).